Manufacturer narrative:
(B)(4). Correction: section d2: common device name updated to heated breathing circuit. Section g4: the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt100 adult breathing circuit were returned to f&p healthcare in new zealand, where there were visually inspected and leak tested. Results: visual inspection identified no damage to the returned breathing circuit. Leak testing confirmed a leakage in the dryline tubing but our investigation was unable to determine the cause of the leakage. Conclusion: we are unable to determine the cause of the leakage to the rt100 adult breathing circuit. All rt100 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt100 adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative that a rt100 adult breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section g4: the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt100 adult breathing circuit has been requested to be returned fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report on completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative that a rt100 adult breathing circuit failed the ventilator leak test before use. There was no patient involvement.